Manufacturer narrative:
(B)(4). The customer reported the device displayed the error code 01000 (defib biphase error) during user initiated shift test. The error code is accompanied with the defib failure - cycle power message/instruction. There was no patient involvement. The local philips representative determined that the cause of the malfunction was the power pca.

Event description:
The customer reported the device displayed the error code 01000 (defib biphase error) during user initiated shift test. This error code is accompanied with the defib failure - cycle power message/instruction. There was no patient involvement.